Event description:
It was reported that during previous revisions, the surgeon has noted backside wear on the articulating surface.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.